Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 73-year-old male patient, 99kgs., presented in the or for a thoracic aneurysm repair (tar). A centrally positioned access was achieved utilizing ultrasound guidance with a micro puncture kit. The arteriotomy was approximately 9.0mm, clear of calcification and tortuosity, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the gore 22f procedural sheath. Following the tar, heparin and protamin were administered and the 18f manta was deployed to a depth of 6cm in the right common femoral artery. Following deployment, copious bleeding was present at the access site. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. The physician decided to perform a cut-down which revealed the manta outside the vessel, in the tissue tract, completely intact. Manta was explanted, the vessel was repaired, and hemostasis was achieved. The patient outcome post-procedure was fine. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is attributed to user error due to incorrect deployment depth and deploying manta into the tissue tract. The deployment depth measured (flow stop measurement at the skin) was 4.5cm. Per the manta instructions for use, manta deployment depth = flow stop measurement at skin + one (1) cm would be 4.5cm + 1cm = 5.5cm. The manta device was deployed to a depth of 6cm. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: after deploying the manta per the IFU, brisk bleeding was noted, cut down was performed to obtain hemostasis. Additional information: during a thoracic aneurysm repair procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery, above the bifurcation and below the inguinal ligament. Vessel size was 9cm with no reported tortuosity or calcification. Measured depth for the manta was 4.5cm. Systolic blood pressure was 120/76mmhg and act was 231 prior to closure. 15000units of heparin and 75mg of protamine were administered during the procedure. The manta was deployed at 6cm. Post deployment pulsatile blood flow was noted from the closure site. A surgical cut down was performed and when the site was opened it was noted that the manta device was outside the vessel in the tissue tract. The collogen and footplate were together intact. The device was explanted. The patient was reported as fine post the procedure.

Event description:
It was reported that: after deploying the manta per the IFU, brisk bleeding was noted, cut down was performed to obtain hemostasis. Additional information: during a thoracic aneurysm repair procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery, above the bifurcation and below the inguinal ligament. Vessel size was 9cm with no reported tortuosity or calcification. Measured depth for the manta was 4.5cm. Systolic blood pressure was 120/76mmhg and act was 231 prior to closure. 15000units of heparin and 75mg of protamine were administered during the procedure. The manta was deployed at 6cm. Post deployment pulsatile blood flow was noted from the closure site. A surgical cut down was performed and when the site was opened it was noted that the manta device was outside the vessel in the tissue tract. The collogen and footplate were together intact. The device was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).